Manufacturer narrative:
Sample line and scavenger lines are not kinked. The customer has performed several zero calibrations and believes that the unit is tested annually but does not know when the unit was calibrated or dryline was replaced. Our tech support informed the customer that we recommend replacing the water trap every 30 days or sooner as needed and provided the part number. I recommend that the anesthesiologist contact the biomed company and ask them if they have replaced the dryline in the last year and when the unit was calibrated. If the dryline has not been replaced in the last year to do so and to calibrate the unit. Customer is going to contact the biomed company and will call back if further assistance is required. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of any product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
Ref importer report (B)(4).